Event description:
Investigation completed.

Manufacturer narrative:
Investigation results were made available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. Event description: it was reported that the patient was implanted with biolox head on (B)(6) 2012 and underwent revision on (B)(6) 2017 due to pain, elevated metal ions and infection. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check could not be performed as there was no ref# reported. DHR could not be performed as there was no lot# reported. Conclusion summary: it was reported that the patient was implanted with biolox head on (B)(6) 2012 and underwent revision on (B)(6) 2017 due to pain, elevated metal ions and infection. In vivo time of the device was 5 years. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical products and therapy date: detail of product: item number unknown, item name omni arc stem, lot # unknown. Item number unknown, item name continuum cup with a liner, lot # unknown. Item number unknown, item name unknown cancellous screw, lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to pain, metallosis, elevated ions and infection.